Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error 41100 was not verified. Event log shows system fault 44,100 on (B)(6) 2017. Service found the pump operating within specifications. Service will re-install the software as a precaution. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd solis vip pump error had error code 41100 and display lens scratched. No reported adverse effects.